Manufacturer narrative:
On 9/16/15 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - periotome hatchet in used condition, not showing any unusual marking. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed, the root cause has not been identified as a workmanship material deficiency.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports they only had device for 2-3 months and instrument broke in patient's mouth. (B)(6) 2015 doctor reports he was extracting a molar when the tip broke off the device in the patients mouth. Piece removed with no harm to the patient.